Event description:
It was reported that this right ventricular (rv) lead recorded high shock impedance out of range. Technical services (ts) discussed the shock impedance high out of range has occurred over the last few months, and the last year measurements have been very unstable. The rate counts show a big increase on the amount of high frequency noise, which could be indicative of a lead issue. It was advised to perform an x-ray to confirm any visible fracture points and perform isometric maneuvers to confirm noise on the shock lead. It was mentioned that the patient has not yet attended the hospital for follow up. The rv lead remains in service. No adverse patient effects were reported.